Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that they had replaced battery and battery cap and cannot get pump past confirm screen. The reporter stated that she has tried new batteries. The reporter stated that they disconnected the patient and asked that she try another battery from a different pack. Pump turns on confirm screen and then shuts off and then rebooted. There is no reported adverse event with this complaint. This report is being made due to the keypad response issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/16/2013 with the following findings: the keypad was fully intact. All of the button contacts respond appropriately. Removed the keypad and there was no contamination under any of the buttons. There was moisture corrosion found on the pcb.